Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix could retract and extend by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, a failure to retract the helix and dislodgement were observed on the right atrial (ra) lead. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable with no consequences.